Manufacturer narrative:
Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of vena cava filters released in february 2017. Investigation: no x-rays films or medical reports were returned for analysis. The information available is insufficient. No conclusion can be drawn about the root cause. This type of incident is a known potential adverse event of the implantation of vena cava filter. The review of our complaint data base does not show any other similar case since 2014. This is an isolated case. No corrective action is envisaged.

Event description:
Subject has history of hypertension, former smoker >1 year prior to enrollment, current malignancy, sob, and rle common femoral dvt. Contraindication to anticoagulation due to abnormal platelet count. Subject was admitted to hospital on (B)(6) 2017. On (B)(6) 2017 pt was consented and lp filter was placed without complication. Patient was discharged on (B)(6) 2017. On (B)(6) 2017, subject was sent for a CT a/p without contrast which demonstrated acute thrombosis from the ivc filter down into the bilateral common iliac veins with stranding around the ivc. Patient was continued on anticoagulation with heparin, symptomatic control for pain, and lasix for edema. Eventually pain and swelling started improving. Repeat CT scan revealed stable clot burden (date not provided). Heparin gtt was changed to lovenox and titrated based on anti-xa to 60 mg bid. On (B)(6) 2018, CT w/contrast impression showed no evidence of thrombosis. Subject on aspirin and rivaroxaban 10 mg daily. Filter thrombosis was considered resolved without sequelea on (B)(6) 2018. The pi considered the event expected and possibly related to the device.